Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5: the evaluation findings are as follows: the charged coupled device lens cover, the connecting tube pocket-pouch, the grip unit, the universal cord and the scope connector case was scratched. The air/water nut and the suction cylinder nut paint were peeling. The switch box unit had a water leakage; the plug unit had a leak; the light guide lens cover was cracked and chipped; the distal end lens glue was worn; the charged coupled device lens cover glue was worn; the plastic distal end cover had a sharp edge; the bending section cover glue was separated; the bending tube was shorten; the switch box unit was broken; the universal cord was wrinkled and the upward/downward angulation control knob angulation play and had less or specified value. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The presence of foreign material was confirmed. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies detective and preventative verbiage associated with foreign material in "cf-h185l/I operation manual chapter 3 preparation and inspection¿ and ¿cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.